Event description:
It was reported that an intravascular ultrasound (ivus) catheter was being used to image the pt's right coronary artery (rca) when the pt began to experience chest pain. The procedure was aborted. The chest pain resolved on its own after the catheter was withdrawn from the pt. The pt condition is reported to be "ok."

Manufacturer narrative:
The lot number of the device is unk therefore the expiration date and device MFR date cannot be determined. The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.